Manufacturer narrative:
This complaint was received via user report and has been reported to the norwegian medical products agency (noma) and the product was indicated to be discarded. An extended investigation has been performed for the reported device and it has been determined that there was no indication that the product did not meet specification prior to release. No further review is required. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report which reported the following information: a low reading issue was reported with the abbott diabetes care (adc) sensor. The customer received unspecified lower readings compared to unspecified readings on an unknown device. The customer had contact with a healthcare professional (hcp) and experienced symptoms described as severe ketoacidosis, suffered two cardia arrests, kidney failure, flu like symptoms, vomiting, and the customer's partner believed they were having a stroke. The customer received treatment of intubation while at the hospital. It is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.